Manufacturer narrative:
Updated field h6 impact code: f12 serious injury / illness / impairment replaced with f15 recognized device or procedural complication.

Event description:
It was reported that a patient experienced a thrombosis. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the procedure, the sheath was not able to aspirate from the flush port, the device was removed from the patient and small clots were flushed from the sheath. The device was replaced and the procedure was completed successfully. The device is not expected to be returned for analysis. It was further reported that the patient was heparinized before transeptal puncture, and maintained an act of greater than 300. Imaging was not used to verify clots. The patient was discharged from the hospital the same day.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a thrombosis. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the procedure, the sheath was not able to aspirate from the flush port, the device was removed from the patient and small clots were flushed from the sheath. The device was replaced and the procedure was completed successfully. The device is not expected to be returned for analysis.